Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-oct-2011, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient, via an healthcare professional (hcp) and manufacturer representative (rep), receiving dilaudid (15 mg/ml, 0.72 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome information received reported the patient was not receiving therapeutic delivery and had swelling at the pocket site. The pump was removed from the pocket and aspirated using the catheter access port (cap). The physician flushed the cap with saline and the saline "leaked from the sutureless connector (sc)". The catheter was replaced. The drug concentration in the pump was changed to 7.5 mg/ml with a daily dose programmed to 0.36 mg/day. The issue was resolved at the time of this report. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The patient's status was alive - no injury.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter. Analysis of the catheter (sn: (B)(4)) found separation of catheter tubing from tapered seal in the cup of the connector. (B)(4). If information is provided in the future, a supplemental report will be issued.